Manufacturer narrative:
Date of event, in the initial medwatch report indicates:  (B)(6) 2017. Date of event, in the initial medwatch report should indicate:  (B)(6) 2017. (B)(4). Physio-control evaluated the device and did not verify the reported loss of power but during evaluation, it was observed that the device could not deliver a defibrillation shock.  Physio determined that the cause of the observed failure to deliver energy was due to an open internal strap within the main shock capacitor.  The cause of the reported loss of power could not be determined. (B)(4). Physio-control evaluated the device and did not verify the reported loss of power but during evaluation; however, it was observed that the device could not deliver a defibrillation shock during testing.  Physio then downloaded the electronic records from the device and observed that a service wrench first appeared on the device's readiness indicator after a failure of the monthly self-test on 04/03/2017, and was present at the time of the patient event.  The device had also logged two event codes which are potentially associated with a failure to shock. Physio determined that the cause of the observed failure to deliver a shock was due to an open internal strap within the main shock capacitor.   The cause of the reported loss of power could not be determined. New information for supplemental medwatch report:  physio-control has made numerous attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.  The outcome of the patient was not reported; however, physio reviewed the electronic patient record from the event which shows that one (1) shock was successfully delivered to the patient.  The shock was successful in terminating the patient's ventricular fibrillation (vf) heart rhythm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did not verify the reported loss of power but during evaluation, it was observed that the device could not deliver a defibrillation shock.  Physio determined that the cause of the observed failure to deliver energy was due to an open internal strap within the main shock capacitor.  The cause of the reported loss of power could not be determined.

Event description:
The customer reported that during a patient event, after delivering a defibrillation shock to the patient, their device reportedly lost power.  No additional information on the reported event was made available to physio-control.  There was no report of any adverse effects to the patient.